Event description:
It is reported that the patient was revised due to dislocation of the articular surface.

Manufacturer narrative:
Evaluation summary: the patient's reported activities of hyperflexion and physical activities appear to exceed those recommended in the included surgical technique and package insert. These documents specify that excessive physical activity can result in loosening, wear, and/or fracture of the knee implant and that patients must be instructed about all post-operative instructions, particularly those related to occupational activities and the possibility of the implant to fail or need replacement. With the available information, the failure reported in this case is likely related, but not necessarily limited, to the patient's hyperflexion, weight, and/or aggressive activities; however, the predominant cause of failure cannot conclusively be determined. Device history records indicate all components were manufactured and inspected to specification. Articular surface shows pitting on condylar surfaces and damage on anterior and inferior surfaces. Hinge post shows burnishing on shaft and distal tip. Shaft diameter of the post is within specification. Post bushing exhibits heavy damage and discoloration. Poly post sleeve from unk tibial component is bent and heavily damaged.